Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not turn on at all. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed that the device has problems were screen with scratched and pca burned q3. The customer complaint was reproduced. There was one error code has been identified. The device was scrapped.